Manufacturer narrative:
The manufacturer conducted a documentary review only. Without returned product for technical investigation, it is not possible to confirm the reported defect. The related risks are identified in our risk management file and procedure clearly described in the IFU. Therefore, complaint is classified as no definitive conclusion, unverifiable; no return product.

Event description:
On or about (B)(6), 2018, patient underwent placement of an xcela power injectable port catheter product in the right internal jugular vein. The device was implanted by dr. (B)(6) m.d., at (B)(6) hospital, in (B)(6) nevada. The device was implanted for the purpose of long-term IV access. On or about (B)(6), 2019, patient presented to (B)(6) hospital, in (B)(6), nevada, with complaints of swelling and clotting in [patient's] right posterior neck. An ultrasound of the area was performed, and results indicated a thrombosis in the right internal jugular vein. On or about (B)(6), 2018, patient presented to (B)(6) hospital in (B)(6), nevada, for removal of the xcela port. The removal procedure was performed by dr.(B)(6), m.d.